Event description:
A distributor in france reported that a pump turned off by itself for no apparent reason. There was no information available regarding the impact on the customer's blood glucose level. The distributor is waiting for the pump to be returned for inspection, and a replacement pump has been provided to the customer.